Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that merlin.net transmission was reviewed on 12/05/2017. Upon review of the implantable cardioverter defibrillator, myopotential oversensing which caused pacing inhibition was stored in automatic mode switching episodes on (B)(6) 2017. No oversensing was observed since (B)(6) 2017. No programming changes were made. The asymptomatic patient would continue to be monitored.